Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a physical evaluation of one device. The reload was not loaded onto an instrument. Visual examination noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. All staples were release, with staples formed and found lodged in tissue between anvil and cartridge at the distal end. The reload jaws were manually opened. The reload was loaded into a post market vigilance instrument for functional testing. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and the reload was then cycled without hesitation or binding. The reload interlock was tested and found to function properly. The jaws opened after the instrument return knobs were retracted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of staple pre-fired and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a reload with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the reload engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the reload is loaded into the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted the reload was clamped onto tissue. The reload was not loaded onto an instrument. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, on the fourth firing there was a problem with unloading the device. The reload did not open for the tissue to be released and there was no return of the sheet, the fabric was trapped in the end of the load. A parallel clipping was performed, thus removing the anterior load and extra tissue. The reload also broke off. Another stapler was opened and used to complete the procedure. There was a loss of gastric tissue greater than necessary. The incision was extended for more than 1 inch. The surgical time was extended for 1 hour an 30 minutes.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, on the fourth firing there was a problem with unloading the device the reload did not open for the tissue to be released. A parallel clipping was performed, thus removing the anterior load and extra tissue. The reload also broke off. Another stapler was opened and used to complete the procedure. There was a loss of gastric tissue greater than necessary. The incision was extended for more than 1 inch.